Manufacturer narrative:
(B)(4). D10 femur cemented posterior stabilized (ps) standard nitrided right size 7, item# 42570606202, lot# 65123708 tibia cemented 5 degree stemmed right size e, item# 42532007102, lot# 65032921 articular surface fixed bearing posterior stabilized (ps) right 12 mm height , item# 42522400712, lot# 64832230 all poly patella cemented 32 mm diameter, item# 42540000032, lot# 65089238 the product remains implanted; therefore, visual evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Medical records were provided and reviewed by a health care professional. The review identified morbid obesity as contributing factor of the event. Recent MRI of back and hip revealed severe osteoarthritis, some stenosis affecting left side. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial right total knee arthroplasty on approximately two and a half years ago. Subsequently, seven months postoperative, experiencing moderate pain in knee, back, and hip and given an injection of anti-inflammatory drug. Throughout the course of the study the patient has continued to experience pain with the most recent complaint of iliotibial band tightness. All radiographic imaging has displayed the implants within good position and alignment without signs of loosening. An additional course of physical therapy and over the counter medication cream was recommended. Attempts have been made and no further information has been provided.